Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a message indicated that the notifier was not launching, although the station was running. The field service engineer (fse) coordinated with the customer and information technology (it) to reboot the console in the data center. After the console and station were rebooted, the application launched properly, and the customer confirmed the screen was visible. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console the screen was not functioning and remained stuck on a black screen, and the customer rebooted the station, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.